Manufacturer narrative:
The varizone patient movement detection alarm was not activated on the bed therefore the nurse was no alerted about patient's leaving the bed. There was no malfunction of the varizone alarm found during the device evaluation performed by the arjo representative. Based on the above findings, it can be concluded that this case does not meet the definition of the reportable event as there was no indication that the citadel bed caused or may have caused or contributed to a death or serious injury. This complaint is not considered safety-related and is not perceived as reportable.

Event description:
This complaint was reported to the competent authorities based on initial information that the patient fell out of the citadel bed. There was no injury reported. After interview with the facility staff, it was clarified that the initial information was erroneous. The did not fell but left the bed on his own, according to his own needs.

Manufacturer narrative:
The process of gathering information is ongoing. The results of the analysis will be provided to the follow-up report.

Event description:
Following initial information reported by the end user, the patient fell from the bed. There was no injury reported.